Event description:
It was reported that the implantable cardioverter defibrillator's patient notifier activated. Interrogation revealed a low lead impedance of 183 ohms. The patient reported that he had felt the notifier activate previously, but real time measurements did not show records of any prior low impedances. The pacing lead impedance activator was programmed off, and the patient would be monitored.

Manufacturer narrative:
Na